Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via right femoral artery. The 95% stenosed,10x3.0mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. The lesion was crossed with a 3.5 7f mach 1 guide catheter and a non-boston scientific guidewire followed by pre-dilation with a 1.20 x 12, 2.00 x 12 and 2.50 x 12 emerge balloon catheters. After pre-dilatation, a 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, significant resistance was encountered, and the stent could not be delivered. The lesion was further dilated with a 3.00 x 12 emerge balloon catheter and an unsuccessful attempt was made to advance the stent using a choice pt extra support wire. When the stent was removed, it got dislodged in the guide catheter and the physician had to remove the whole system. The procedure was completed with a 3.00 x 15 agent drug-coated balloon. There were no patient complications or injuries reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 3.00 x 12mm, was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Device analysis can confirm that the stent had detached from the delivery balloon. The stent was received fully detached from the balloon. One end of the crimped stent had struts lifted and misaligned. An examination of the balloon identified that the balloon was tightly folded and did not appear to have been subjected to any positive pressures. There was clear evidence of the stent crimp on the balloon material. A visual and tactile inspection of the distal polymer extrusion identified a kink. The kink was located at 18cm from tip. An examination of the distal edge of the tip identified that the tip was damaged (not uniform in shape).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via right femoral artery. The 95% stenosed,10x3.0mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. The lesion was crossed with a 3.5 7f mach 1 guide catheter and a non-boston scientific guidewire followed by pre-dilation with a 1.20 x 12, 2.00 x 12 and 2.50 x 12 emerge balloon catheters. After pre-dilatation, a 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, significant resistance was encountered, and the stent could not be delivered. The lesion was further dilated with a 3.00 x 12 emerge balloon catheter and an unsuccessful attempt was made to advance the stent using a choice pt extra support wire. When the stent was removed, it got dislodged in the guide catheter and the physician had to remove the whole system. The procedure was completed with a 3.00 x 15 agent drug-coated balloon. There were no patient complications or injuries reported, and the patient condition was stable post-procedure.